Manufacturer narrative:
The returned hls module was investigated in the laboratory of the manufacturer on 2019-08-29 a visual inspection was performed on the product and on the pump cover cracks were detected. A tightness test according to lv 201 was performed and leakage on the cracks were noticed. The most probable root cause for the leakage on the pump housing could be tension in the material because no damage from camber, etc. Could be detected. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet (B)(4) requested the product in question for further investigation in the laboratory of the manufacturer on 2019-08-07. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that the hls module was leaking out of the pump housing during use. No leakage during priming was noticed. The disposable was in use for less than 48 hours. The customer exchanged the affected hls module with another one during use. No harm to the patient was reported. Complaint ID: (B)(4).